Event description:
It was reported that pt was experiencing pain.

Manufacturer narrative:
(B) (4). Conclusion: our investigation shows that the wear rates can be considered low. There is no sign of a production or material failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.